Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: for complaints involving the same patient and event see: MDR #3010532612-2019-00396 and tc # (B)(4), MDR #3010532612-2019-00397 and tc # (B)(4), MDR #3010532612-2019-00399 and tc # (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has constant helium loss alarms. The rn called the hotline to discuss the helium loss alarms. The intra-aortic balloon (iab) was inserted in the cath lab and removed immediately due to "so much calcification that the iab was shredded". There was no blood noted in the tubing, helium loss alarms less than 2 minutes apart. A leak test was performed and the iab failed the test. The iabp was exchanged as well as the helium tanks. As a result, the iab was removed and another iab was used. The patient was reported to be stable off the iabp. There was no report of patient complications or consequence.

Manufacturer narrative:
(B)(4). Other remarks: for complaints involving the same patient and event see: MDR #3010532612-2019-00396 and (B)(4), MDR #3010532612-2019-00397 and (B)(4), MDR #3010532612-2019-00399 and (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has constant helium loss alarms. The rn called the hotline to discuss the helium loss alarms. The intra-aortic balloon (iab) was inserted in the cath lab and removed immediately due to "so much calcification that the iab was shredded". There was no blood noted in the tubing, helium loss alarms less than 2 minutes apart. A leak test was performed and the iab failed the test. The iabp was exchanged as well as the helium tanks. As a result, the iab was removed and another iab was used. The patient was reported to be stable off the iabp. There was no report of patient complications or consequence.